Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got a critical pump error. Blood glucose at the time was not provided. Customer states that they went swimming. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. (B)(4).